Event description:
It was reported that a patient's superion interspinous spacer was explanted due to a spinous process fracture. The procedure was reportedly successful. The explanted device will not be returned for analysis as it was kept by the medical facility.